Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The fenestrated bipolar forceps instrument failed the electrical continuity test during testing. The instrument was disassembled, and the conductor wire was found broken on the proximal end at the waterfall pulleys. No thermal damage was identified. This conductor wire damage is attributed to an issue with the assembly process. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n10200720 / sequence 0184 associated with this event has been performed. Per logs, the instrument was last used for a procedure on the reported event date of (B)(6) 2020 using system (B)(4). The instrument had 5 remaining usable lives with no subsequent use recorded. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This event is reportable based on the following conclusion: evaluation by failure analysis confirmed that the fenestrated bipolar forceps conductor wire was found broken on the proximal end at the waterfall pulleys. Damage to the conductor wire at this location could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the failure mode identified through failure analysis could cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 5 remaining usable lives, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the user observed an issue activating the fenestrated bipolar forceps instrument. The complaint alleges that the instrument did not work, therefore there was no energy delivered. There was no risk of any adverse event related to an unintended energy discharge to the patient. Initial troubleshooting was performed by replacing the instrument energy cable; however, the issue remained persistent. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.